Manufacturer narrative:
To complete the procedure, a 3.5 x 15mm promus drug-eluting stent was implanted proximal to the 1st cypher select plus, overlapping it. The procedure was successfully completed. There was no patient injury reported. The stent appeared normal prior to use in the patient. The sds and the stent were clinically used will be returned for analysis. The physician did not indicate any anomalies prior to use. The lesion was a de novo and moderately calcified, but was not tortuous. Concomitant medical products: ebu3.5 guide catheter, 2.75 x 15mm, powered lacrosse balloon and 3.5 x 15mm promus stent. The product was returned for analysis, however, the engineering evaluation is not yet complete. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15330642 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15330642. Pre-sterile subassembly lot 15330643 was reviewed and (B)(4). It was observed during review that no nonconformance and process excursion records were issued for this lot. The fpi and lpi test results were reviewed and no anomalies were found. The crossing profile tests performed during the manufacturing process were found to pass. Stent crimped process and stent retention values were reviewed and no anomalies were encountered during manufacturing process of this lot. The device, cypher select plus (B)(4), is not distributed in the united states, however, is similar to the cypher sirolimus-eluting coronary stent. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
The information received indicated that during an interventional procedure to treat a 99% stenosis in the proximal and mid left anterior descending (lad) artery, a cypher sent had tracking difficulty and dislodged. The lesion was a de novo and moderately calcified, but was not tortuous. The lesion was pre-dilated with a 2.75 x 15mm powered lacrosse balloon and a 3.0 x 28mm cypher select plus was implanted at the distal portion of the target lesion. Then, a 3.5 x 18mm cypher select plus was delivered to the target lesion, but the stent became caught on the vessel proximal to the proximal lad, due to the calcification and flexion. The reporter indicated that excessive force was applied to the device during insertion. When the physician pulled the 2nd cypher select plus back in the vessel, the stent dislodged on the sion blue guidewire. The stent was not pulled back into the guidecatheter. The guidewire crossed the target lesion towards the distal portion. Therefore, the sds of the 2nd cypher select plus was retrieved from the patient and the dislodged stent was safely retrieved from the patient using a snare catheter. There was no excessive force applied to the device during withdrawal . To complete the procedure, a 3.5 x 15mm promus drug-eluting stent was implanted proximal to the 1st cypher select plus, overlapping it. The procedure was successfully completed. There was no patient injury reported. The stent appeared normal prior to use in the patient. The physician did not indicate any anomalies prior to use. Additional investigation indicated that the physician didn't inflated the stent before the stent dislodged, however the reporter indicated that it was unknown if the sds was inflated after the stent dislodged. One non-sterile cypher select + (B)(4) 3.50 x 18mm was received coiled inside a plastic bag. The unit was received wavy; however this condition could be related to the way the unit was sent for analysis. The stent was attached to a snare. The balloon was previously inflated. A crossing profile was not measured since the stent was not attached to the device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported tracking difficulty could not be confirmed since the stent was not attached to the device. The failure reported by the customer was not confirmed since there was evidence of that balloon was already inflated. Tracking difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. Factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. The cause of the failure could not be conclusively determined; however there are possible vessel characteristics (calcification and flexion) and procedural factors (tracking difficulty) that may have contributed to this event. Neither the DHR review nor the analysis suggests that the issue is related to the manufacturing process. Therefore no action was taken.

Event description:
Upon evaluation of the returned device, it was noticed that the balloon of the stent delivery system (sds) was previously inflated. Additional information was received that indicated the physician did not inflate the stent before the stent dislodged and it was unknown if the sds was inflated after the stent dislodged. The stent dislodged when the product got stuck during delivery and withdrawn.

Event description:
The information received indicated that during an interventional procedure to treat a 99% stenosis in the proximal and mid left anterior descending (lad) artery, a right radial approach was chosen. The lesion was pre-dilated with a 2.75 x 15mm powered lacrosse balloon and a 3.0 x 28mm cypher select plus was implanted at the distal portion of the target lesion. Then, a 3.5 x 18mm cypher select plus was delivered to the target lesion, but the stent became caught on the vessel proximal to the proximal lad, due to the calcification and flexion. Excessive force was applied to the device during insertion. When the physician pulled the 2nd cypher select plus back, the stent dislodged on the sion blue guidewire. The guidewire crossed the target lesion towards the distal portion. Therefore, the sds of the 2nd cypher select plus was retrieved from the patient and the dislodged stent was safely retrieved from the patient using a snare catheter. During the attempt to withdraw the stent deployment system prior to the stent dislodgement, it was not pulled back inside the guide catheter. There was no excessive force applied to the device during withdrawal.